Event description:
The blood pump segment split during the treatment resulting in blood loss.upon inspection, a similar condition as that reported in MDR 1713683-1999-00073, was noted. The blood pump housing returned for the first MDR filing, as noted above, was actually the housing involved in this incident. No patient injury or medical intervention was reported.